Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the sensor was inserted in the arm and that calibration was not performed sense seeing the inaccuracy, in addition to values were entered during lost signal. At the time of contact, no injury or medical intervention was reported.the device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on 02/12/2016. The complaint of inaccurate cgm values was confirmed. However, a root cause for the reported inaccuracies cannot be determined. It was also reported the sensor was inserted in the arm. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. In addition, it was reported that the patient did not calibrate since seeing the inaccuracy. It should also be noted that the dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. Futhermore, it was reported the patient entered bg meter values into the cgm system during periods of signal loss. As well, it should noted that the dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. However, a root cause for the reported inaccuracy cannot be determined.